Event description:
The customer reported, that while moving the patient from table to transport, fow values on the cardiohelp increased unexpected. The customer swapped out the flow/bubble sensor, they felt this corrected it at the time, and continued therapy. Later the device was tested and no failure was found. No harm to any person has been reported. Complaint ID: (B)(4). As any flow/bubble issues could lead to a pump stop, if intervention is set by the user, a report is needed.

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation on 2025-01-02. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted when additional information become available.

Manufacturer narrative:
It was reported that while moving the patient from table to transport car, flow values on the cardiohelp increased unexpected. The customer swapped out the flow/bubble sensor, they felt this corrected it at the time, and continued therapy. Later the device was tested and no failure was found. No harm to any person has been reported. As any flow/bubble issues could lead to a pump stop, if intervention is set by the user, a report is needed.a getinge field service technician (fst) was sent for investigation. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no error message could be confirmed on the date of event.thus, no exact root cause could be identified.however, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure:- wrong bubble sensor information- influence due to other ultrasonic devices (e.g. Flow sensor)- environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage)- bubble sensor disturbed.according to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp.referring to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2019-12-13.the review of the non-conformities has been performed on 2025-02-03 for the period of 2019-12-13. To 2024-12-31. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "flow values on the cardiohelp increased unexpected" could not be confirmed.the customer will be informed about the results by the getinge sales and service unit.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).